Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04949. It was reported that balloon rupture occurred. The target lesions were located in the "heavily calcified" left anterior descending(lad) artery and in the distal left circumflex (lcx) artery . Rotablation was performed to both target lesions. A 12mm x 2.25mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the target lesion. The balloon was inflated ten times, nine out of ten inflations was in the lad while the last inflation was in the lcx. The first two inflations were at 20 atmospheres. The third up to the fifth inflations were at 22 atmospheres which were above rated burst pressure. The sixth inflation was at 18 atmospheres, the seventh was at 15 atmospheres, the eight was at 21 atmospheres, the ninth was at 22 atmospheres and the tenth was at 12 atmospheres wherein the balloon eventually ruptured. The device was removed without any segment left inside the patient. Another 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced in exchange of the ruptured balloon. The second balloon was inflated twice. The first inflation was done in the distal left circumflex artery at 12 atmospheres. However, upon the second inflation, the balloon ruptured at 16 atmospheres. The second balloon was removed without any segment retained inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.